Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported inflation issue was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. In addition, it was reported that air aspiration was not performed outside of the anatomy prior to use. It should be noted that the preparation for use section of the mini trek rx coronary dilatation catheter instructions for use (IFU) specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. In this case, the IFU deviation does not appear to have contributed to the reported difficulties.

Event description:
It was reported that the procedure was to treat a de novo concentric lesion located in the mid left anterior descending (lad) artery with no tortuosity. Initial dilatation was performed with a 1.5 x 12 mm trek balloon dilatation catheter (bdc) followed by the advancement of the 2.0 x 12 mm mini trek bdc. The mini trek bdc successfully crossed the lesion; however, it would not inflate. It was reported that air aspiration was not performed outside the anatomy. A new balloon was used to complete the procedure. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.